Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day) via an implantable pump. For unknown, indications for use. It was reported, that the patient reported the pump was giving off a siren sound. They were decreasing the medication, because they were going to have the pump removed, but the healthcare provider told them they were good until then. Was unable to recall when. Agent asked, why the pump was being removed and the patient did not provide an answer. The patient also reported, the pain has been coming back for a while, because the medication has been decreasing. An agent redirected patient to healthcare provider to further address the issue. The patient was unable to provide an event date for when the pain began coming back. And stated, the critical alarm began either sunday or yesterday.